Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. D1, d4: product identifiers are unknown. G4: product identifiers are unknown, hence 510k# is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an attorney via a medtronic regarding a patient previously implanted with a screw in an l5-s1 fusion surgery. It was reported that surgical screw allegedly broke after the surgery on (B)(6) 2020. The patient sustained injuries. No further complications were reported/ anticipated.

Manufacturer narrative:
H6: eval. Code conclusion corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. Implant date(s): (B)(6) 2020, (B)(6) 2022 patient demographics: gender- male; initials- (B)(6); dob/age-(B)(6) 1979; dob/age- 46 years; race- unknown; height-unknown; weight- unknown; ethnicity: no b) (6) 2020 lumbar spine surgery. Surgeon: (B)(6), md, assistant: (B)(6), preoperative diagnosis: 1. Lumbar radiculopathy. 2.lumbar stenosis. 3.lumbar decompression l4-s1 previously 4. Lumbar herniated nucleus pulposus. Procedures performed: 1. Right revision unilateral laminectomy at l5-s1 with decompression of the right existing l5 nerve root and traversing right s1 nerve root. 2. Transforaminal lumbar interbody fusion, l5-s1. 3. Posterolateral fusion, right l5-s1. Indications for procedure: the patient presented with leg pain and primarily back pain. He previously underwent decompression surgery, which alleviated most of his leg pain. Prior to this, the patient had exhausted all nonoperative treatment options, necessitating the current procedure. Date of admission: (B)(6) 2020, discharge date: (B)(6) 2020. Hospital course: the patient was admitted for an elective lumbar spine surgery to address radiculopathy symptoms. Following the surgery, he was transferred to the orthopedic floor for post-operative pain management, physical therapy evaluation, mobility assistance, and acute health monitoring and care provided by nursing and provider staff. On post-operative day #1, the patient was cleared up for discharge home with his family. Musculoskeletal reports: the patient demonstrates decreased range of motion (rom) and muscle tenderness on examination. Inspection is normal, and the straight leg raise test is negative. Procedure: left-sided percutaneous pedicle screws were placed at l5 and s1 using medtronic voyager screws. (B)(6) 2020 back pain context: the patient presenting to the ed with acute on chronic back pain and swelling at the surgical site, which began at 03:00 this morning. The patient reports being out of pain medications for the past 3 days. Per prior records, the patient was seen in the ed on(B)(6) 2020 for back pain radiating to the groin, swelling at the surgical site, and bilateral leg numbness/tingling. During that visit, an MRI revealed bilateral seromas, and the patient was advised to be admitted for IV antibiotics and a neuro consult, but he left against medical advice (ama). The following day, on (B)(6) 2020, the patient returned to the ed, where labs showed a normal wbc and c-reactive protein. Surgeon indicated that the postoperative seroma could be treated outpatient given the normal inflammatory markers at that time, despite an elevated esr from (B)(6) 2020. The patient was discharged home with percocet (5/325 mg, 3 days¿ supply). He underwent imaging, had his brace readjusted, and was prescribed antibiotics. He has not had a repeat MRI since the one performed on (B)(6) 2020. The patient denies any additional symptoms currently. Gen: the patient¿s symptoms are gradually worsening, and the current presentation is consistent with acute chronic back pain. (B)(6) 2020 back pain context: he presents with lower back. The patient reports feeling as though his spinal hardware is out of place and protruding in his lower back. The pain is described as sharp, non-radiating, with a severity of 10/10, and is constant. It is provoked by movement and palpation. Interpretation and diagnostics: the imaging shows no evidence of acute lumbar spinal fracture or spondylolisthesis. There is evidence of interval posterior decompression and fusion at l5-s1. Bilateral foraminal encroachment is noted at l5-s1, which is greater than at l4-5. Re evaluation and mdm: the patient is a 40-year-old male with a history of spinal fusion surgery in february following a pedestrian versus vehicle accident, presenting with lower back. A CT lumbar spine was performed, which revealed no acute findings. The patient¿s pain will be managed, and he will be discharged with instructions for pain control. (B)(6) 2020 back pain context: patient presented to the ed with pain described as throbbing, non-radiating, and constant, with a severity of 8/10. The pain is exacerbated by movement and palpation. The patient reports new-onset numbness, tingling, and weakness in his right leg. He also reports bilateral upper extremity numbness and tingling, which he attributes to previous nerve damage in his arms. The patient denies neck pain. Re evaluation and mdm: a CT l-spine will be performed to evaluate for potential hardware compromise. The patient also exhibits signs and symptoms consistent with carpal tunnel syndrome and has been informed about the possible need for a carpal tunnel release. No red flags for back pain have been identified at this time. The CT l-spine revealed no abnormalities. The patientwill be discharged with instructions to follow up with orthopedics as needed. Return precautions were provided, and the patient voiced understanding of the instructions. (B)(6) 2020 back pain context: the patient presenting with acute low back pain following a slip and fall on the stairs 2 days ago. He denies hitting his head or losing consciousness. The patient is concerned about potential injury to the hardware in his back and reports an increase in back pain. His pain is exacerbated by walking or spinal movement. Gen: pain is located to the spinal lumbar area, described as aching, with no radiation or migration. The severity was severe at onset and is now moderate. The pain is exacerbated by movement, palpation, and walking and is not relieved by anything. (B)(6) 2020 back pain context: the patient reports that recovery was progressing well until he attempted to lift a bed set and mattress up a flight of stairs. During this activity, he experienced a pop in his lower back followed by shooting pain radiating through the posterior hip and down the lateral thigh to the knee. Gen: the severity of the pain is reported as moderate both at onset and currently. Interpretation and diagnostics: no acute osseous abnormality evident. Interval discectomy and fusion of l5-s1. (B)(6) 2021 back pain context: the patient reports a history of lumbar surgery in the area of the current pain. Additionally, he reports mild skin irritation on his left arm. The patient denies chest pain or shortness of breath. Gen: the pain is in the spinal lumbar area, does not radiate to the legs, and is exacerbated by movement but not relieved by anything. The patient denies inability to walk, bladder incontinence, and bowel incontinence. Interpretation and diagnostics: no evidence of lumbar spinal fracture or spondylolisthesis. (B)(6) 2021 back pain context: the patient presented to the ER with 2 days of worsening back pain. He reported an upper respiratory infection 2 weeks ago, during which he was less mobile and spent most of his time lying in bed. While his coughing and congestion symptoms are improving, his back pain has worsened, likely due to prolonged bed rest. The patient denies any trauma, injury, weakness, numbness of extremities, loss of bowel or bladder function, nausea, vomiting, diarrhoea, or fever. Patient discharge & departure: the patient's condition, diagnoses, and treatment plan were explained to the patient and/or caregivers based on the information available. All questions and concerns were addressed, and the patient and/or caregivers demonstrated an appropriate understanding of the diagnosis, condition, and treatment plan. The patient¿s vital signs have been stable, and their condition is deemed stable and appropriate for discharge from the emergency department. The patient will pursue further outpatient evaluation with their primary care physician or designated consulting physician as outlined in the discharge instructions. The patient and/or caregivers are agreeable to the plan of care, and follow-up instructions were explained in detail, provided in written format, and understood. They were advised to return to the emergency department or call 911 in the event of any significant change in condition or worsening symptoms. (B)(6) 2021 backpain gen: the patient presented with a chief complaint of back pain. History was obtained from both the patient and their spouse. The back pain is described as an acute exacerbation of chronic back pain that has been ongoing for several days. There is no sudden onset, and the patient denies any known injury, fever, or trauma. Musculoskeletal: reports back pain, lumbar pain. Interpretations and diagnostics: interval fracture of screw since (B)(6) 2021. Re evaluation and mdm: the patient¿s pain was treated, and the old chart was reviewed, revealing a broken pedicle screw, likely present since (B)(6), as seen in prior imaging. The case was discussed with the surgeon, who recommended outpatient follow-up and treatment with steroids and valium. Patient discharge & departure: the patient and caregivers were informed about the patient¿s condition, diagnoses, and treatment plan based on the available information. All questions and concerns were addressed, and the patient and/or caregivers demonstrated a clear understanding of the diagnosis, condition, and treatment plan. The patient¿s vital signs have been stable, and their condition is deemed stable and appropriate fordischarge from the emergency department. (B)(6) 2022 low back pain: procedures performed: removal of hardware at l5-s1 and re-instrumentation of left l5 and s1 pedicle screws. L5-s1 posterior spinal fusion. Date of admission: (B)(6) 2022. Discharge date: (B)(6) 2022. Admission diagnosis: low back pain, pseudoarthrosis with broken hardware. Preoperative diagnosis: 1) low back pain. 2)painful hardware. 3)broken s1 screw. Hospital course: the patient was admitted for an elective lumbar spine surgery to address lower back pain. The procedure included removal of hardware (roh) at l5-s1, re-instrumentation of left posterior hardware, and l5-s1 posterior spinal fusion (psf). Postoperatively, the patient was transferred to the orthopedic floor for pain management, physical therapy evaluation, mobility assistance, and acute health monitoring and care provided by the nursing staff and toc providers. His recovery was unremarkable during their hospital stay. On post-op day #2, they were cleared for discharge home with their family. Indications: the patient presented with painful hardware following his initial surgery, attributed to his thin body habitus and persistent pain over the screws. A preoperative CT scan in the fall indicated apparent bony fusion posteriorly, but in december, the patient experienced an acute change and visited the emergency room. X-rays at that time revealed a broken screw. After discussing the options, including the removal of the broken screw, the patient elected to proceed with the procedure, particularly if a nonunion was identified. Description of the procedure: the rods were removed bilaterally, and the left-sided screws were removed. The right-sided rod and screws were also removed, and it was noted that the right s1 screw was broken. Following testing of the l5-s1 area, a decision was made to perform a re-fusion at this level. The right l5 transverse process and the right sacral ala were identified and decorticated. Morselized allograft was selected, and a significant amount of bone graft was packed into the gutter for posterior lateral fusion. A new l5 and s1 screw was placed on the left side using low-profile 4.75 screws, and a rod was placed to connect them. (B)(6) 2022 back pain. Context: the patient presented to the ed with lower back pain. He underwent a lumbar fusion in (B)(6). He experienced increased pain today, prompting him to have his wound checked. Gen: the pain began weeks ago, has been constant since onset, and is described as aching in the lumbar back. The pain does not radiate, and there is no migration or movement of the pain. It is exacerbated by movement and not relieved by anything. (B)(6) 2022: back pain. Context: patient reports right-sided low back pain with radiation down right leg. Reports hurt it while having sex. Remote history of lumbar fracture status post lumbar fusion, subsequent chronic back pain. Reports attempting to establish with pain management. Home medications: the patient is actively prescribed methylprednisolone (medrol dosepak), 1 tablet by mouth as directed and cyclobenzaprine (flexeril), 10 mg by mouth three times daily as needed for moderate pain (pain score 4-6). Methylprednisolone (medrol dosepak), 1 tablet by mouth as directed. Cyclobenzaprine (flexeril), 10 mg by mouth three times daily as needed for moderate pain (pain score 4-6); prescribed on (B)(6) 2021, #21 tablets. Tramadol (ultram), 50mg by mouth every 4-6 hours as needed for moderate pain (pain score 4-6); prescribed on (B)(6) 2021, 12 tablets. Amoxicillin (amoxil), 875 mg by mouth every 12 hours for 10 days; prescribed on (B)(6) 2022, 20 tablets. Naproxen (naprosyn), 500 mg by mouth twice daily asneeded for pain. Buprofen (motrin): 600 mg by mouth three times daily as needed for pain; prescribed on (B)(6) 2022, 20 tablets.800 mg by mouth three times daily; prescribed on (B)(6) 2022, 15 tablets. Oxycodone ER (oxycontin), 10 mg every 12 hours as needed for acute pain exception; prescribed on (B)(6) 2022, 10 tablets. Oxycodone (rox icodone), 5 mg by mouth every 4 hours as needed for acute pain exception; prescribed on (B)(6) 2022, 84 tablets. Tizanidine hcl, 4 mg by mouth every 8 hours as needed for muscle spasms; prescribed on (B)(6) 2022, 60 tablets, 1 refill. Cephalexin (keflex), 500 mg by mouth every 6 hours; prescribed on (B)(6) 2022, #28 capsules. Reported medications: the patient is prescribed gabapentin (neurontin), 600 mg by mouth three times daily; albuterol sulfate, 2.5 mg nebulized every 6 hours as needed for shortness of breath; and albuterol sulfate (proventil hfa 90 mcg/act), 1-2 puffs inhaled every 4 hours as needed for shortness of breath. Family history: the patient denies diabetes, heart disease, and hypertension. Social history: the patient reports alcohol use, marijuana use, and is a daily smoker. The patient works in landscaping. Interpretation and diagnostics: the CT l-spine without contrast performed on (B)(6) 2022 reveals the following: evidence of posterior interbody fusion at l5-s1, which aligns with the reported surgical history of spine fusion. Neural foraminal narrowing was noted, which may suggest compression of the nerve roots at the affected levels, potentially contributing to the patient¿s symptoms. Re-evaluation & mdm: the evaluation indicates low suspicion for acute fracture, infection, hardware displacement, or other emergent conditions currently. The patient was advised on strict return precautions, the importance of follow-up, and provided supportive care recommendations. Eforcse was referenced, and the risks and benefits of opioid prescription medications were discussed. The patient was prescribed percocet (7.5 mg/325 mg), with a quantity of 12 tablets for a 3-day supply, to manage acute pain. (B)(6) 2022 back pain. Context: the patient returned reporting persistent pain, received pain medication, and was again advised to follow up. He continues to have pain and was directed by the orthopedic office to return to the emergency room for further evaluation. (B)(6) 2022 a CT was performed at (B)(6) on (B)(6) 2022, and x-rays were obtained today. As of his previous visit on (B)(6) 2022, he reported worsening symptoms, describing severe back pain (9/10), characterized as pressure, throbbing, aching, and sharp, requiring medication for relief. He remains compliant with activity restrictions, and his symptom pattern has remained consistent (B)(6) 2022 patient is at (B)(6) on (B)(6) 2022 for a preoperative history and physical exam. He is scheduled for surgery. Since his last visit, his symptoms have worsened, with the pain now being worse on the left side. (B)(6) 2022 preoperative diagnosis/ postoperative diagnosis: 1.low back pain. 2.hardware failure. 3.lumbar pseudoarthrosis. Procedure performed: removal of hardware, left screws, caps, and rod. Indications: he was suffering from symptoms at home. He is thin and the screws were bothering him through skin. He wanted to have the screws removed. He has not had the typical success rate of the surgery. Further plans will be made later. Procedure in detail: the patient was brought to the operating room and intubated. His back was prepped and draped in the usual sterile fashion, and an operative time-out was performed. An incision was made over the left-sided screws and rod, and the hardware was exposed. The locking caps were then removed. The l5 and s1 screwswere also removed; however, the portion of the screw embedded in the bone was left in place. The wounds were irrigated thoroughly, and both the fascia and skin were closed. The patient tolerated the procedure well.